Event description:
It was reported that the patient complained of chest pain. It was noted that the patient had received several appropriate shocks for ventricular fibrillation (vf). It was also noted that the right ventricular (rv) coil impedance was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).